Event description:
It was reported a 21mm 11500a aortic valve underwent reintervention after implant duration of approximately three (3) years, due to early failure of unknown reasons.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.